Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review was completed for provided batch number 3076820. All visual inspections were performed as per requirement with one quality notifications related to the complaint defect. Missing print was identified during batch manufacture and subsequently requalified per applicable procedure and sampling plans. Production was stopped, machine adjusted accordingly, and affected product removed from the line prior to production resuming. Batch 3076820 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that the 1 ml bd luer-lok¿ syringe sterile, single use was missing the scale markings. The following was received from the initial reporter: level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: 1 cc syringes are missing the markings on the side of the syringe.

Event description:
It was reported that the 1 ml bd luer-lok¿ syringe sterile, single use was missing the scale markings. The following was received from the initial reporter: level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: 1 cc syringes are missing the markings on the side of the syringe.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.